Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury.

Event description:
Initial reporter indicated that their programming wand would not interrogate a generator in it's package. Another wand was used and interrogation was successful. The programming wand has been returned to cyberonics and is pending product analysis.